Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding discrepant results between the I-stat and olympus for potassium and the I-stat and beckman coulter for hemoglobin. At 7:07:19am, I-stat hemoglobin 6.5, I-stat potassium 2.9. Beckman hemoglobin 8.8, olympus potassium 3.8. At 12:20pm, a second sample was drawn with the following results: I-stat hemoglobin 10.9, I-stat potassium 4.9. Beckman hemoglobin 10.9, olympus potassium 5.2. Based on the info at the time, there were no injuries associated with the event. The initial low hgb results generated by the I-stat analyzer were not reported outside the lab. Based on the info provided, the transfusion decision was based on the beckman analyzer.